Event description:
The recipient reported that around (B)(6) 2019, she suddenly noticed popping/cracking sounds and diminished volume with the right device. There was no report of a trauma or accident and no reported changes in health or medication. The implant site was checked. Recipient was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00857. For further information please refer to this report.